Manufacturer narrative:
The lead was returned and underwent detailed lab analysis. The lead was returned with the distal tip missing. Both the cathode and anode wires were fractured 405 mm from the distal end. Both showed evidence of fatigue surrounding the origin along with evidence of overload and mechanical damage. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicle first rib zone are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures. We will continue to monitor field performance to detect and learn from similar events. The field allegations were not confirmed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise and high impedances on this transvenous lead. A lead revision was scheduled. No adverse patient effects have been reported.

Manufacturer narrative:
A return request was made for the the lead should it be explanted. It was later reported that the lead itself was fractured, explanted and returned. Should additional information become available, this event will be updated.